Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose was 335 mg/dl. The customer continued to use the pump for insulin therapy.